Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 424 mg/dl. A bolus was delivered via the pump; however, the bg level did not decrease. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with insulin, fluids, magnesium and potassium. The contact was not sure what caused the high bg and thought that the pump may be the cause. A pump system check was performed and no device issues were observed. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017. A tandem clinical diabetes spoke with the contact and customer's healthcare provider and the customer was to try using a different type of infusion set.